Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material.

Event description:
It was reported that a percuflex plus stent was used during a retrograde intrarenal surgery (rirs) procedure. During the procedure and inside the patient, the stent curled inwards in an accordion shape. Another stent was used to complete the procedure. There were no patient complications reported.